Manufacturer narrative:
The user-reported under-infusion issue cannot be confirmed. The device was found to have a flow rate accuracy of 2.63%, which was within the +/-5% specification. The device was found to have a battery outside of warranty, which was not related to the reported issue. The device was tested to meet all specifications on (B)(6) 2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on (B)(6) 2016.

Event description:
The user reported a flow rate issue of the infusion pump on (B)(6) 2017 to zyno medical. The nurses claimed that the device was under infusing. The user was unsure of the parameters used and the medication used during the infusion. No patient injury or harm was reported by the users. No specific event date was provided by the user. The user was made aware of the event a few weeks prior to (B)(6) 2017.